Manufacturer narrative:
(B)(4). The reported issue of system error (se) 2240 was confirmed. During visual inspection a cut in the supply line was found. The assignable cause was determined to be tubing leak caused due to cut in supply line. A batch review was conducted and no issues were found related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) on the home choice (hc) device during use during dwell 4 of 5. The home patient (hp) stated that she was connected to the hc. The baxter technical representative (tsr) had the hp cycle power to get se 2367. The tsr had the hp cycle power again to get "press go to start". The tsr assisted the hp disconnect, remove the cassette and discard all supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.